Event description:
Same case as MDR ID: 2134265-2014-08061. It was reported that a rotawire fracture occurred. A 1.50mm rotalink® plus and a 330cm rotawire¿ and wireclip® torquer were selected to treat the target lesion located in the left anterior descending artery. During the procedure, the physician wired the left anterior descending artery using a rotawire. When the physician was platforming the rotablator system outside the body at 180,000 rpm, the burr sheared the wire and noted a repelling effect on the broken wire. The physician then pulled the rotawire out. Procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis connected to the catheter. During visual examination, the annulus of the burr was observed to be damaged as a result of the wire making contact with the burr. There was no evidence of a wire stuck in the coil. A test guidewire was attempted to be inserted into the annulus of the burr however this was not successful due to the damage to the annulus. The test guidewire was advanced through the handshake connector of the catheter, however a resistance was encountered and the wire did not appear out of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08061. It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire and wireclip torquer were selected to treat the target lesion located in the left anterior descending artery. During the procedure, the physician wired the left anterior descending artery using a rotawire. When the physician was platforming the rotablator system outside the body at 180,000 rpm, the burr sheared the wire and noted a repelling effect on the broken wire. The physician then pulled the rotawire out. Procedure was completed with a different device. No patient complications were reported and the patient's status was fine.